Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. A functional clear passage test was performed with no issues noted. A leak test and a clamp function test were performed which revealed a leak through the closed twist clamp. The reported condition was verified. The cause of the reported condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set ¿keep twisting¿ which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.